Event description:
It was reported by customer that when they went to change pt's PICC drsg and caps, after removing dressing, tubing appeared to have a kink 8mm under the securacath between the securacath and the luer lock. Pt describes his PICC as very "positional" and states that when he went down for a CT scan a while ago the line started leaking when the team was pushing contrast. Customer attempted to straighten kink using sterile technique prior to cleaning in order to resolve resistance that may have been positional or due to kink in line. Kink straightened - drsg change and caps completed. Flushed line with blood return and some saline solution appeared to leak around kink site. Pressed dressing firmer around line and leakage stopped - flushing well with blood return. Customer revisited pt with buddy nurse to reassess line and attempt flushing again. Leakage all around line. Doctor paged and order put in for PICC removal. Pt hesitant to remove line as he requires anti-emetics but customer explained that leakage is an infection hazard and there is the potential for air re-entry which is a concern. Pt agreeable to line removal and to piv insertion for prn medications. PICC removed at 1440h. Pt experiencing no chest pain or other concerns at this time. No apparent harm.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.